Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure one screw could not be inserted. The surgery was completed using another screw of the same size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw showed signs of wear, including discoloration on the threads and a fractured tip. The screw was functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. The screw did not insert into the wood block easily. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force beyond what the screw is designed to encounter. There is no indication of manufacturing defects. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws': excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.